Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found proximal stent damage, with stent struts pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29jun2021. It was reported that crossing difficulty occurred. The 95% stenosed target lesion was located between mildly and moderately calcified and severely tortuous right coronary artery (rca). Following pre-dilation, a 3.00x32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed by using another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.